Event description:
It was reported that the patient expired. The cause of death was unknown at the time of this report. The patient's implantable neurostimulator was returned by the funeral home. Additional information has been requested from the hcp, but was not available as of the date of this report.